Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 01/30/2018. The device passed all suction and cycle specifications. It was identified during the evaluation that the customer's valves were damaged and the tubing was dirty. The product evaluation confirmed the customer's complaint of noise, as it was identified during the product evaluation. [(B)(4)].

Manufacturer narrative:
Troubleshooting was conducted with the customer, including inspecting the faceplate and backplate for damage and inspecting and cleaning the diaphragm. During troubleshooting, the customer confirmed that she heard the appropriate three snaps when she put the faceplate on and that there was no damage to the mounting posts or retention snaps. She indicated that the pump was vibrating and the faceplate was moving a little bit. A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2017, the customer stated she that had clogged ducts every other day, alternating sides for 8 days and was prescribed an antibiotic. She stated that the clogged ducts are now resolved. The customer has received the replacement pump and alleges that it seems to empty her slower, but she is unsure if it is because her body is used to the original pump. She indicated that she is going to determine which pump she would like to keep, as she is going to wean herself off pumping in the next few weeks. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that when she was pumping with her pump in style breast pump, she noticed that the faceplate was really loose, causing the pump to sound different and she hears air leaking. The customer also alleged having clogged ducts.